Event description:
Customer reports flipped images. There was no reported pt injury associated with this event.

Manufacturer narrative:
A software upgrade was implemented (3004526608-3/02/2009-001c). The upgrade included increasing the visibility of image orientation marker with square border and provide two additional markers on north and west sides of the images. The upgrade also contained the following changes to help prevent orientation markers not being visible. Image orientation marker size has been increase. A border around the marker has been added to make it more evident. Two additional markers have been added to the top and left side of the viewport. An icon was added to identify when an image is displayed different from how it was originally acquired. Auto flip configuration has been removed. A "?" Display replaces the "no header info" dialogue when no info is being received from the modality. On july 18, 2009, (B)(6), director of radiology at (B)(6) hospital, refused the upgrade. (B)(4).